Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 52 year old male with acute myocardial infarction complicated by cardiogenic shock (scaie) presented with severe hypotension requiring vasopressor and inotropic therapy prior to impella consideration. On day 1: right femoral arterial access was obtained using a percutaneous, ultrasound guided approach for planned impella cp implantation before revascularization of the right coronary artery. The patient arrived profoundly hypotensive (approximately fifty over thirty millimeters of mercury). The impella cp was implanted and percutaneous coronary intervention of the right coronary artery was performed. The patient was transferred to the intensive care unit for continued monitoring. Nursing staff reported a hematoma at the right groin access site. Based on the access site bleeding (hematoma), the treating physician elected to explant the impella cp. Hemostasis was achieved using manual compression. No other device related concerns or performance issues were documented. The patient was noted to be successfully weaned from impella support and survived to explant. The hematoma occurred during impella support and is therefore temporally associated with the device. Access-site bleeding is also a known risk described in the impella cp instructions for use. Based on the information available, the provider elected to remove the device, hemostasis was achieved, and the patient survived to explant.